Event description:
Follow-up identified effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. Reprogramming was attempted to no avail. Further assessment by the physician and company representative is planned as the next course of action.